Event description:
Additional information reported that the controller had been exchanged to troubleshoot the flow issue, however the exchange did not resolve the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was returned for evaluation following the reported event of low flow alarms. The submitted and downloaded log files were reviewed, collectively containing approximately 16 days of data (9:59 (B)(6) 2023 to 14:22 (B)(6) 2023 & 4:11 (B)(6) 2023 to 14:19 (B)(6) 2023 per timestamp). Beginning at 9:13 on 04aug2023, low flow alarms were observed; these alarms were not determined to be related to the operation of the controller and will be addressed under the investigation of the pump on this event. The controller was briefly removed from patient use between 9:25 and 9:52 on (B)(6) 2023, which is consistent with the provided information that the controllers were swapped during troubleshooting of the low flows. The controller performed as intended throughout the submitted data and was ultimately exchanged at 14:12 on (B)(6) 2023. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended. No atypical alarms or events were able to be reproduced. The reported event could not be correlated to an issue with the system controller. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including low flow, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for low flows and the log indicated the pump was disconnected from the controller at 9:25am and then reconnected at 9:52am which indicated controller exchange. The backup controller contained limited data showing the connection of the pump to the backup controller. Once connected the log showed persistently low calculated flow. Related pump was reported under MFR# 2916596-2023-05964.